Manufacturer narrative:
Other text: b5: additional information received on 19-oct-2022 via email. Object: there was no patient involvement when the issue was found. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during a returned order service a driver motor error occurred. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed cracking in the right plunger case and battery door, chipping on the top case and the tamper seal broken/removed on the bottom case and plunger assembly. Review of the event history log showed an occurrence of "motor not running." Functional testing involved occlusion testing and "motor not running" was found at the beginning of the test. The investigation determined that the main board being misaligned due to it being dropped was the cause of the reported issue. The main board was realigned. With no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device has not been in for service previously.